Event description:
Additional information received indicates the right ventricular lead was explanted due to potential damage and did not exhibit any noise.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead oversensed noise, which triggered inappropriate mode switch. No changes or intervention was performed; the device will continue to be monitored. The patient was in stable condition.

Event description:
Related manufacturer reference number: (B)(4) new information noted the patient was brought in for lead extraction and the right ventricular lead exhibited noise. The right ventricular and atrial leads were explanted and replaced. The patient was in stable condition.